Event description:
It was reported that pump triggered repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges, and issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump and planned to rely on backup method if needed, while technical support confirmed pump was in warranty, arranged shipment of replacement pump.